Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, the patient was pre-operatively diagnosed with congenital cervicothoracic scoliosis of 54 degrees and underwent the following procedure: posterior spinal fusion from c6 to t4 on the left. As per op-notes,¿ we made a posterior spinal incision over the area of the cervicothoracic junction. It was taken down and exposed the bone on the left side on the convexity. Fluoro was used to show our levels from the area of c6 to t4. At this point in time decortication was done. As well, bone morphogenic protein was used with graft material.¿ the patient tolerated the procedure well without any intraoperative complications.